Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead could not be repositioned and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead (B)(6) 2012; 4470 competitor implantable pacing lead (B)(6) 2012. (B)(4).